Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. Investigation also revealed the audio bolus button was intermittently responsive and contamination under the audio bolus button. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/14/2013 with the following findings: the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. Unrelated to the display issue, the audio bolus button was found to be intermittently unresponsive and difficult to push. The button cover was removed and evidence of contamination was found. Unrelated to the complaint, the cartridge compartment was damaged and the battery compartment was found to be cracked. The battery cap threads were stripped and could not be tightened fully to the pump; power loss was observed. The pump history revealed the time and date reset to factory settings; the pump was opened and the internal battery had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).